Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom pack, it was reported that after priming, while trying to give cardioplegia to the patient, the customer observed that the valve was leaking significantly. The customer stated that the valve appeared to be placed in the correct direction. The issue with fluid leaking from the valve was noticed quickly so the total blood loss was approximately 3ml and the majority of the fluid lost was prime approximately 5 ml. The customer stated that the valve was cut out and a straight connector added. The circuit was continued to be used to complete the procedure without any further incident. There was no adverse patient effect associated with this event..

Manufacturer narrative:
Medtronic received additional information that no other leak has been noticed yet, only two packs of this lot number has been used so far. There was no visible air in the system/tubing. A transfusion was not required as a result of this leak. Device evaluation summary: visual inspection shows the negative umbrella valve out of position. The device has the test mark. Functional testing was performed from 0 to 0.5 lpm, there was leaking observed from the negative umbrella valve. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.